Manufacturer narrative:
The root cause could not be identified conclusively. The possible root cause is too short warm up time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during laser treatment the laser locked. The device was rebooted and warm up tests were performed. The error did not occur again. The procedure was completed and there was no patient harm.